Event description:
Allegedly, the plate's screw broke inside of the patient's bone approximately 6-9 months post surgery. It was removed in the office by doctor.

Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00194.